Event description:
It was reported there were coupling and/or communication issues while recharging about 3 weeks after implant. The stimulator may have been flipped, but a flipped was not confirmed at the time. The battery was revised the following month, (B)(6) 2011. Following the revision, the patient was able to recharge and was receiving effective therapy.

Manufacturer narrative:
Lead model 3778-60, lot #v804336032, implanted: (B)(6) 2011, lead model 3778-60, lot #v797142032, implanted: (B)(6) 2011; programmer model 37743, serial #(B)(4); recharger model 37752, serial #(B)(4).